Manufacturer narrative:
Based on the data, the na+ and cl- both experienced a calibration drift after this sample was run on the rp405 instrument. The customer was asked if lithium heparin blood collection device was used to collect the specimen. They confirmed that in fact na heparin was used which would increase the sodium concentration of the specimen. Note there are periods during use life where there is evidence of benzalkonium in use. Benzalkonium is a known interferent on the rapidpoint 400/405/500 na+ sensor. The source of this substance should be located and removed to avoid this contamination. The instrument is performing as intended.

Event description:
The customer suspected a discordant sodium (na+) result on one patient sample on rp405 sn (B)(4) vs. The main laboratory result run on a gem4000. There was no report of injury due to this event.